Event description:
Spontaneous. Nurse reported pump stopped working after about 3hours into the infusion. Unknown if patient was able to continue infusion or if patient missed a dose. Unknown if patient experienced an adverse event. Pump available for return. No further info. Reported to cvs/caremark by health professional.